Event description:
It was reported that during a ptca/stenting treatment procedure, the adante balloon ruptured at 12 atms (rbp) on the second inflation. (The number of atm's reached on the initial inflation is unk). The lesion being treated was a 99% stenotic lesion in a tortuous mid-proximal lad coronary artery. The pt was asymptomatic during this event. The adante balloon was removed and replaced with a quantum balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.